Event description:
A report was received that a pt had some oozing and redness near his pocket site. The pt met with an infectious disease physician who confirmed the pt had an infection. The pt was explanted and was given oral antibiotics. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.